Event description:
It was reported that a home patient (hp) received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during use. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no device analysis could be performed. Should any additional relevant information become available, a supplemental report will be submitted.